Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that a bd nexiva single port 24ga 0.56in (0.7 mm x 14 mm) had leakage. The following was reported, "material no: 383510. Batch no: unknown . It was reported that catheter appeared to have partially broke and the site started bleeding. Per customer email: we did have another issue yesterday (B)(6)18). We were trying to start an IV on a 15mon pt admitted with resp distress, dehydration, and fever (room 470). On the first stick, I stuck her left hand. I got immediate flash and bleed back and as I went to advance the catheter, the catheter appeared to have partially broke as I was withdrawing the needle as the site started bleeding between the yellow wings and the actual insertion site. We immediately removed the catheter and ensured the tip was intact. The catheter we saved and is in a biohazard bag labeled with the patients sticker and we gave it to day shift to give you."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva single port 24ga 0.56in (0.7 mm x 14 mm) had leakage. The following was reported, "material no: 383510 batch no: unknown. It was reported that catheter appeared to have partially broke and the site started bleeding. Per customer email: we did have another issue yesterday ((B)(6) 2018). We were trying to start an IV on a 15mon pt admitted with resp distress, dehydration, and fever (room 470). On the first stick, I stuck her left hand. I got immediate flash and bleed back and as I went to advance the catheter, the catheter appeared to have partially broke as I was withdrawing the needle as the site started bleeding between the yellow wings and the actual insertion site. We immediately removed the catheter and ensured the tip was intact. The catheter we saved and is in a biohazard bag labeled with the patients sticker and we gave it to day shift to give you."